Event description:
The customer reported that erroneous elevated and imprecise cardiac troponin (accutni) results, within the risk stratification of the assay and above the acute myocardial infarction (ami) threshold of the assay, were generated on the access 2 immunoassay system for five patients across multiple days. This report represents the erroneous elevated accutni results within the risk stratification range of the assay generated for three patients on (B)(6) 2012. This report also represents the imprecise accutni result, within the risk stratification range, for one patient and the erroneous elevated accutni result, above the ami threshold, generated for one patient on (B)(6) 2012. The initial elevated and/or imprecise accutni results were reported outside of the laboratory and while there were no reports of adverse event or serious injury related to this event, it is unknown as to whether there was a change to patient management. Upon repeat testing on an alternate instrument, the repeat accutni results were lower for four patients, within the normal reference range of the assay, and regarded as valid. For one patient, the repeat accutni result was lower, however remained within the risk stratification range of the assay and collectively were outside the precision claims of the assay. The samples were collected in heparin plasma separator tubes, and were centrifuged at room temperature prior to testing. Although the samples were visually assessed as clear of hemolysis and lipemia, the samples were not centrifuged according to collection tube manufacturer recommendations. Instrument/assay quality control (qc) results were within customer established specifications during the timeframe of the event. No instrument/assay errors or flags occurred during the timeframe of the event. System checks failed the washed portion of the assessment on (B)(6) 2012 so the customer replaced the instrument aspirate probes. The accutni reagent and calibrator lots associated with this event were 122056 and 121451 respectively.

Manufacturer narrative:
Service was dispatched to the site. The field service engineer (fse) performed an instrument system check which failed to meet specification. The fse performed preventive maintenance activities and replaced both the wash and precision pump seals. The fse replaced the wash valve rotor and pipettor tip and performed the appropriate alignments and verified voltages. The fse found the substrate dispense line was loose so the fse tightened the loose fitting and perform passing hardware verifications prior to releasing the instrument back to the customer. In conclusion, the cause for this event is unknown and has not been determined to date with the data provided. Sample handling may have been a contributing cause but was not confirmed as the primary cause of the event. Mdrs associated with this event: 2122870-2012-01474, 2122870-2012-01483.